Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clock time of the implantable pulse generator (ipg) was set approximately twelve hours ahead of the correct time delaying automatic measurements of capture management, sensing, and impedance. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.